Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose is high as 400 mg/dl. The customer's blood glucose went down to 300 mg/dl from last night. The customer's blood glucose before lunch was 268 mg/dl, at lunch was 178 mg/dl which was higher than expected and then he bolused for lunch and at dinner blood glucose was 320 mg/dl something and that was his indication that he was having a problem. The customer treated for high blood glucose with bolused. Based on customer report customer does not allege pump was under delivering. The customer reports insulin exited. The customer declined to perform the high pressure test. The insulin pump will not be returned for analysis.